Manufacturer narrative:
The explanted device was returned and evaluated; moderate to heavy calcification was observed in the cusp area of leaflets and on the free margin of one of three leaflets. Calcification restricted the mobility of the leaflets and led to stenosis. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. The wireform was distorted at one of the commussures - damage that is likely due to explant. Customer report of prosthetic valve stenosis was confirmed to have been caused by calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve stenosis, patient received replacement valve. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. The device and accompanying medical records have been requested though they have not yet been received; additional information will be reported if received.

Event description:
It was reported to edwards that an aortic bioprosthetic valve was explanted due to aortic stenosis eight (8) years after implant. Patient is doing well. Records and valve have been requested from health care provider although they have not been received.

Event description:
The patients operative report and the subject valve was received at edwards for evaluation.